Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner. Unable to perform occlusion test due to completely broken reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 428 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer stated that the high blood glucose was due to the reservoir not locking into the place of the insulin pump. The customer reports physical damage on the threads of the reservoir compartment. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.